Event description:
It was reported that there was a frequent occurrence of videoscope communication error e226 during sedation for a diagnostic procedure on its display. The procedure was able to be completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive use, defects in the circuit boards inside the video connector or scope connector, or faulty contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.